Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2015, the programming history for this patient's generator was reviewed, and a programming anomaly was observed. On (B)(6) 2008, patient's last interrogation was output current - 1ma / frequency - 30hz / pulse width - 130usec / on time ¿ 30 sec / off time ¿ 5 min , however then a system diagnostics was performed after that interrogation. The diagnostic did not show a fault, but the first interrogation on (B)(6) 2008 resulted in settings of output current - 0ma / frequency - 30hz / pulse width - 130usec / on time ¿ 30 sec / off time ¿ 5 min, which was then programmed back to output current - 1ma / frequency - 30hz / pulse width - 130usec / on time ¿ 30 sec / off time ¿ 5 min. It is unknown if the settings were turned off intentionally on a visit that we didn't have records on or that the system diagnostics resulted in the settings being turned off unintentionally.